Event description:
Insert would not engage and lock with the implanted tibial tray. An alternative thickness was used and did fit as expected.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the submitted tibial insert found damage consistent with poor alignment of the insert prior to insertion into the tray. Review of the device history records did not reveal any manufacturing deviations or anomalies. Although the investigation could not draw any conclusions about the root cause; evidence was found suggesting user technique was a contributing factor. No evidence as found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.